Manufacturer narrative:
The device came in for unknown reasons. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/16/2016 to the present date 10/8/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Unknown / not provided- no info provided. No patient involvement.